Event description:
A risk assessment professional reported that the equipment was not working well during procedure. When aspiration was attempted with the depression of the foot pedal, there was a sudden surge and an unstable chamber. The procedure was able to be completed but the patient experienced a posterior capsule tear. The patient was seen for a follow-up exam and was noted to be doing well.

Manufacturer narrative:
A company clinical analyst reviewed the case and stated the following opinion: the corresponding reports chamber instability that resulted in the occurrence of posterior capsule tear. Anterior chamber stability is primarily influenced by the balance between influx of irrigating fluid and its efflux through the set aspiration levels, main corneal incision and side ports. Excessive vertical and horizontal tension and manipulation of the wounds using a two handed technique are known to lead to wound deformation which may lead to incision leakage then ac instability. Side port incisions are a known source of fluid egress during phacoemulsification, also leading to chamber instability. Posterior or capsule rupture is a known consequence to cataract extraction by phacoemulsification, and as reported by (B)(6), capsule rupture occurs between 2% and 5% of all phacoemulsification procedures. Predisposition to capsule rupture can be influenced by many factors, both including patient and surgical inherent factors that are not limited to: congenital posterior lenticonus, psc, poor visibility secondary to patients comorbidity (i.e. Dense arcus, pterygium, band keratopathy, corneal scares interstitial keratitis), poor microscopic illumination (red reflex), abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, ifis, dense cataracts, asteroid hyalosis, or inadvertent patient movement. There is currently insufficient information to conclude that the integrity of the posterior capsule was affected by the performance of the system or other surgical factors present at the time. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Posterior tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The root cause could not be conclusively determined. (B)(4).